Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿the pump is showing error screen and is not working properly.¿ could not be replicated. During visual inspection the downstream occlusion (dso) seal was degraded. The dso was replaced, and the pump software was updated correcting the error. The device passed all testing criteria after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿the pump is showing error screen and is not working properly.¿ during device evaluation it was found the downstream occlusion (dso) seal was degraded. There was no patient involvement.